Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2018 with the following findings: a review of the black box showed no delivery interruptions. The total daily dose history showed the correct daily basal rate. All totals added up correctly, and no delivery defects were found. The complaint regarding inaccurate delivery could not be verified in the black box or pump delivery history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 416 mg/dl with blurred vision and symptoms of dehydration associated with an alleged inaccurate delivery issue reportedly, the patient remained on the pump/discontinued pump therapy and self treated with insulin via injection. During troubleshooting with customer technical support (cts) it was noted that the pump was recently replaced and the reporter was not sure if the patient¿s pump was functioning correctly and delivery insulin as it should. The patient¿s bgs have been higher for the last 3 days. The patient was unable to troubleshoot due to other issues relating to the pump. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue and the pump could not be ruled out.